Event description:
Infusion pump failed to release pain-killing medication. Pump mechanism was found to be occluded. Patient had to undergo additional surgery to remove malfunctioning pump & replace it with new pump.